Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter continued to display the apply sample message instead of counting down and providing a blood glucose result. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the patient. The patient reported that the alleged issue began on (B)(6) 2024, at 5:30 am and she was unable to obtain blood glucose readings. Prior to the start of the alleged issue, the patient reported that she began developing symptoms described as ¿headache, cannot speak, cannot breathe, dizzy, high temperature and no blood going on her body¿ on (B)(6) 2024, at 5:30 am. On (B)(6) 2024, at 7:00 am, the patient reported attending the doctor¿s office and was hospitalized with a lot of symptoms with a blood glucose value of ¿700 mg/dl¿. During the follow-up call, the patient denied receiving a diagnosis on her condition. The patient stated that she stayed in hospital for 3 days and was treated with injected medication for diabetes but did not recall the name. During the following up call, the patient denied making any changes to her usual diabetes management regimen as a result of the meter issue. She indicated that the subject meter may have contributed to her symptoms since she was unable to obtain appropriate readings but declined to be more specific. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca determined the correct strips were being used for testing. The cca noted the patient did not have test strips available to walk through a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention for an acute high blood glucose excursion after the alleged meter issue began.